Manufacturer narrative:
Correction- h6 (clinical signs code, device code, health impact code) this device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported that the patient underwent a total ankle replacement. It was reported that the patient is experiencing pain. The physician reported that based on the CT scans there are peri-implant fractures and the tibial tray appears to have shifted/subsided. It will need to be revised and in order to access that, the talar dome implant would need to be revised too. It was noted that the patient overdid physically that may have led to the pain/loosening and migration of the implant.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. It was reported that the patient is experiencing pain. The physician reported that based on the CT scans there are peri-implant fractures and the tibial tray appears to have shifted/subsided. It will need to be revised and in order to access that, the talar dome implant would need to be revised too. It was noted that the patient overdid physically that may have led to the pain/loosening and migration of the implant.